Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that a revision was performed. When the pocket was opened, the electrode was found in the pocket, wrapped around the s-ICD. It was suspected that the patient was twisting the device in the pocket, resulting in the dislodgement of the electrode. The s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, the programmer was unable to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative contacted boston scientific technical services for troubleshooting. The ts consultant discussed performing both a magnet swipe across the s-ICD and a magnet invoked reset. These were performed and no tones were emitted from the s-ICD and telemetry still could not be established. Different magnets were used but were not successful. The ts consultant recommended replacing the s-ICD as functionality and therapy availability could not be guaranteed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly analyzed. A visual inspection of the ICD noted no anomalies. It was confirmed that the device had not telemetry. The device case was opened and visual inspection noted electrical overstress damage within the internal circuitry. Analysis of the electrode did not reveal any arc marks or obvious signs of a shorted condition; however, evidence from the field indicates that the electrode had become coiled around the device while implanted. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through the electrode while it was in contact with the device case as a result of twiddler¿s syndrome.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that this patient was transferred to a different hospital. Another attempt to interrogate the s-ICD was unsuccessful and again, the s-ICD did not respond to magnet application. X-rays were performed and revealed that the electrode had completely dislodged and was no longer visible. The physician will perform fluoroscopy to find out the location of the electrode. Boston scientific technical services was contacted again and discussed that if the electrode had come into direct contact with the s-ICD, there is a possibility of a shorted condition during shock delivery which could damage the s-ICD so that it cannot elicit tones or be interrogated. No adverse patient effects were reported.